Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set was not inserted correctly, the cannula was on the surface of her skin and not inserted. Customer's blood glucose was over 600 mg/dl. Customer experienced abdominal pain, stomach ache, and headache. Customer took 10 units of insulin with insulin pump. Customer was advised to monitor her blood glucose. Customer will not be returning the device for analysis.